Event description:
Procedure: sleeve gastrectomy. According to the reporter: there aws a tear in cannula at the distal tip that occurred during the procedure at some point. The cannula looked normal before being placed in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).